Event description:
Protective tubing fell into the pt's kidney. While performing a lithotripsy procedure, physician noted that clear colored protective teflon tubing was in pt's kidney. Tubing was retrieved without any injuries, and procedure was completed using a second fiber without further incident. However, it was noted that second fiber did not have a protective tubing upon opening.